Event description:
Customer could not get their meter to turn on and doesn't think that it is the batteries. A review of the system was conducted over the phone. The batteries were replaced and the meter powered on. Once meter powered on, the customer indicated that segments were missing from the display. This review indicates that segments are missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.